Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low estradiol results generated by access 2 immunoassay analyzer for unknown number of patient samples. The results of the repeat tests were requested but have not been provided to date. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc and system check data was requested but not supplied to date. Service was not dispatched for this event. A clear root cause for the event has not been determined to date.